Event description:
Lead exhibited high pacing impedance and intermittent capture, so it was explanted and not replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.